Manufacturer narrative:
H6. Codes: updated. Device evaluation: no sample has been returned. The customer provided a picture and a video of the defective sample. Review of the photos showed that the pro-vent filter was missing from the plunger tip assembly. The physical appearance of the sample (presence of blood) suggests that it was used. When wet, the filter acts as a barrier against fluid leakage. In process, the supplied filter component is assembled to a supplied plunger tip by automation. The missing filter would most likely cause leakage to occur. Although the complaint was confirmed, without a product sample, it could not be determined how it detached from the plunger tip. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that after the doctor drew the blood, found that the leakage of blood from the needle, which caused blood contamination. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.